Event description:
On (B)(6) 2012, it was reported that a patient was being referred for surgery for an unknown reason. The surgery was scheduled for (B)(6) 2012 and occurred on the scheduled date. Attempts to obtain the reason for surgery and the patient's product information were unsuccessful. Attempts for product return were also made. On (B)(6) 2012, the site of surgery reported that nothing was explanted from the patient. Follow up with the surgeon's office was performed on (B)(4) 2012; however, no information was available. The patient's physician was contacted on may 18 2012; however, he was unable to provide any information as he had not met with the patient since surgery. Additional follow up with the site of surgery was conducted on june 6, 2012. On this date, it was reported that the patient's device was repositioned during the surgery. He stated that the patient's device was repositioned as it was very, very superficial. The patient's tie down was also adjusted. Prior to removing the drapes, x-rays were taken and showed relaxed loops of lead. The patient's device was interrogated, and the settings were unchanged with "good" impedance. The device was not explanted.

Manufacturer narrative:
Conclusions, corrected data: previously submitted MDR stated the conclusion for the event as no device failure; however, no conclusions can be drawn regarding a device failure for the event. This report is being submitted to correct this information.

Event description:
It was reported that the patient had vocal cord paralysis that developed after the vns surgery procedure. Good faith attempts for additional relevant information have been unsuccessful to date.